Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network port was not working on the wall. A field service engineer connected to another network port and working no issues. The remote support service confirmed that system had no issues. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was in disconnected mode, and the remote support service (rss) was offline. The customer reported that the malfunction significantly impacted the timely dispensing of medications to patients. Specifically, the station failed to connect and update refill reports, with narcotics being most affected. As a result, critical medication data was not transmitted properly, leading to delays in patients receiving their prescribed treatments. However, there were no adverse events or injuries reported based on this event.